Manufacturer narrative:
(B)(4). Eval, results: (stroke).

Event description:
A 3.5mm diameter x 18 mm length endeavor drug-eluting coronary stent was inserted into a patient for the treatment of an unk lesion. Initial implant and lesion morphology info was not reported. Approx 46 months post initial stent implant the patient was seen for an outpatient visit by neurology. It was reported that the pt had a cva that did not require hospitalization. An MRI was performed, confirming the cva. No add'l info has been obtained. The investigator assessed the event was not related to the device, drug or index procedure.